Event description:
It was reported that during an implant procedure for an inflatable penile prosthesis (ipp), the device had a small hole in the right cylinder. The procedure was successfully completed with new device and the patient is fully recovered.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the device identified that there was a hole in the proximal cylinder body. Although the damage is consistent with sharp tool, the reported allegation of hole in cylinder during procedure is confirmed. The functional testing of the device also identified that the pump failed the valve active state test. It is probable that the leak observed in the cylinder lead to this mechanical issue as the device would not be functional after the system has fluid lost. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the cylinders identified that there was a leak in the proximal body in cylinder one, with a hole present. The damage is consistent with a sharp instrument, which is indicative of damage during procedure. Visual examination of cylinder 2 and pump did not identify any leaks in the components. The pump was functionally tested and did not pass the valve active state test that verifies fluid does not move from one side of the pump to the other while in a deactivated state.the functional testing performed on cylinder 2 showed the component performed within specification. Cylinder 1 was not functionally tested due to the leak observed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an implant procedure for an inflatable penile prosthesis (ipp), the device had a small hole in the right cylinder. The procedure was successfully completed with new device and the patient is fully recovered.